Event description:
It was reported that the insulin pump gave a motor error alarm multiple times. The customer stated that she had an MRI scan from her waist, down, and was wearing the insulin pump in her bra. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Other error alarms were confirmed in the alarm history. The unit also had a cracked case on the lcd display window corners.